Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) calibrated the epgs system and verified flow and fio2 readings. The "aux" tab still showed gas off. The fsr replaced and tested the epgs system. The unit operated to manufacturer specifications and was returned to clinical use. The suspect epgs system was returned to the manufacturer for further evaluation.

Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (cpb) procedure, the staff prepared the electronic patient gas system (epgs) for the day, calibrated gas as usual. Device asked for calibration after two hours of preparation, recalibrated the epgs again, then cleared. Then fifteen minutes later same issue reoccurred. In between calibrations, they received alert "gas flow off/ gas flow off." Fractionated of inspired oxygen (fio2) percent was twenty-two but it would go below thirty-three percent. With o2 blend all the way down, it would only read thirty-three percent. Max tech o2 analyzer used to confirm. The device was not changed out, as the customer did use unit to perform case today with no problems. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.